Manufacturer narrative:
The pump has been returned and evaluated by product analysis on 11/30/2015 with the following findings: device evaluation: on investigation, the display screen was noted to be dim/faded/discolored.

Event description:
The pump was returned for investigation. Investigation revealed a dim/faded/discolored display screen. This report is made based on results of investigation completed on (B)(6) 2015.